Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The unit arrived activated by the customer. Visual inspection revealed a grey particle present inside the solution of the drug vial. The reported condition was confirmed. The root cause was attributed to the method in which the user activated the device. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
It was reported for a vialmate meropenem 1.0g 100mlnacl 0.9%, that a dark particle was visible in the vial following activation of the vialmate system. The particle is floating in the solution upon transfer of liquid into the vial. The event occurred before use. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. (B)(6).